Event description:
It was reported that a user¿s ilet pump did not display dexcom g7 glucose readings after the g7 sensor code was entered and more than 30 minutes had elapsed, with alarm history noting a sensor replacement alert and a manual glucose entry. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact and no hospitalization. Investigation included customer service troubleshooting and user education, which involved toggling the pump¿s g6/g7 setting and restarting the sensor with the same code, and advising sensor replacement and contact with dexcom if readings did not resume. Investigation of this case revealed no pump malfunction identified during the call. It was concluded that the event was consistent with sensor communication or setup issues, and the user was counseled on replacement and further coordination with dexcom.